Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. It was noted that there was a photo that had visible white dots in the handle; however, the returned catheter had no evidence of this during inspection or any potential foreign material. The no problem detected code was selected for the foreign material allegation. The allegation was not able to confirm, and no abnormalities were seen during the analysis.

Event description:
It was reported that foreign material was present on the device. A farawave was used in a pulse field ablation procedure. During the procedure it was noted that there was a white powdery substance adhered to the handle. The device was replaced, and the procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that foreign material was present on the device. A farawave was used in a pulse field ablation procedure. During the procedure it was noted that there was a white powdery substance adhered to the handle. The device was replaced, and the procedure was completed with no patient complications. The device is expected to be returned.